Event description:
It was reported that lead impedance was high after repositioning a dislodged lead three days post-implant. The lead was explanted and replaced with another lead of the same type. No patient complications were reported as a result of this event.